Event description:
This lead was implanted on (B)(6) 2003 and was explanted on (B)(6) 2013 due to insulation issues at generator change. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).